Manufacturer narrative:
The reported event of the device deploying deformed was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 30mm amplatzer occluder was selected for a procedure. During procedure the device was deployed in the left atrium. The device formed a cobra shape and the device was recaptured. The device was attempted to be deployed again, however the deformation persisted and the device was removed. A new 18mm amplatzer pfo occluder was successfully implanted. The patient is stable.